Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported, that following an intraocular lens (iol) implant procedure. The patient, experienced with waxy vision and complained of visual discomfort. The lens was exchanged for another lens model 23 days, following the initial procedure. The iol was replaced with a monofocal one and the visual acuity improved, there was no health damage to the patient. Additional information was received. From surgeon and stated, that patient's condition was good, after the replacement to the monofocal iol. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. Iol (intra ocular lens) returned in two segments wrapped in surgical material. Solution is dried on both surfaces of the optic and haptics. One haptic is bent/deformed, the other haptic is intact. The optic is cut in two with a piece missing and has loose fibers and particulate. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens, may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.